Event description:
It was reported that revision surgery was performed due to disassociation.

Event description:
Revision surgery was performed due to infection and disassociation of the acetabular liner and screws from the acetabular shell.